Event description:
The pump logs indicated 11 motor stalls and 10 motor stall recoveries; all on (B) (6) 2010. The final stall occurred at 23:33 with a tube set message on (B) (6) 2010 at 23:33 with no recovery indicated. The pt experienced pain with the need for an increased dose. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).